Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the duodenum on (B)(6) 2013. According to the complainant, the indication for the procedure was a malignant tumor causing a 3 cm stricture in the junction of d1 and d2. Reportedly, the patient anatomy was not tortuous. During the procedure, the stent was not able to be deployed at all and was removed from the patient fully constrained on the delivery catheter. A different device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath.

Manufacturer narrative:
(B)(4) for the evaluation findings of catheter delamination. A visual examination of the returned device found that the stent was fully mounted. It was noted that the catheter was kinked at 11 mm proximal to the distal end of the outer sheath. The distal handle was detached from the outer sheath and the outer sheath was stretched for approximately 135 mm from the handle break. This type of damage is consistent with excessive tensile force having been applied to the shaft. During analysis it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. No issues were noted with the movement of the outer sheath proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification is operational context.